Event description:
It was reported that during central processing, the fenestrated bipolar instrument had a black cable appearing to be damage/coming loose when viewed under magnification. There was no report of patient harm. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The customer noted the issue was noted prior to reprocessing. The instrument was inspected prior to use with no damage visible. No wire was exposed due to damaged insulation. The cable was loose, but not broken in half. It is unsure if there any loss of cautery associated with damaged cable. No signs of thermal damage at site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure. The procedure was completed with the same instrument. The instrument was inspected in central processing following the procedure, where the loose cable was discovered under magnification. No fragment fell inside of the patient¿s anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the fenestrated bipolar forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. .

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage, no missing material, and no wires were exposed. Additionally, signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The instrument was found to have dried residue around the clamping pulley cable groove. The complaint was confirmed by failure analysis.